Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The inspection performed at cq zuchwil confirmed that after unscrewing the outer cap the entire inner tube (cap with holder and screw) is retained within the outer tube, preventing the screw from being removed and used. No further damage is visible. Summary: the complaint condition is confirmed as the inner tube is retained within the outer tube during disassembly preventing the screw from being removed and used. This production lot (6l35133) was manufactured in oct. 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action (CAPA) and part of the field safety notice fsn. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA and hence the in the investigation flow listed remaining investigation steps are not required h3, h4, h6: a device history record (DHR) review was conducted: part: 02.210.112ts, lot: 6l35133, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 24. Oct. 2019, expiry date: 01. Oct. 2024. A manufacturing record evaluation was performed for the sterile and the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, seven (7) screws did not come out of the sterile tube. The procedure was completed by using other unknown screws. No further information provided. Concomitant devices reported: unknown screws: cortex (part# unknown, lot# unknown, quantity# 1), 3.5mm stardrive cortex screw self-tapping 14mm (part# 02.200.014ts, lot# 6l28349, quantity# 1), 2.4mm cortex screw slf-tpng with t8 stardrive 16mm sterile (part# 201.766ts, lot# 6l34625, quantity# 1), 2.4mm va locking screw stardrive 12mm sterile (part# 02.210.112ts, lot# 6l35133, , quantity# 3), 2.4mm va locking screw stardrive 16mm sterile (part# 02.210.116ts, lot# 6l35430, quantity# 4). This report is for one (1) 2.4mm va locking screw stardrive 12mm sterile. This is report 3 of 10 for (B)(4). This complaint captures 10 out of 16 devices reported in this complaint. (B)(4) captures the other 6 out of 16 devices.